Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited multiple inappropriate shocks. The device episodes were saved but it was not possible to retrieve some of the earlier episodes as they were overridden by the newer episodes. It was noted that the patient had collapsed, but it was not known if this was related to the device as the episodes were not able to be reviewed from the device. The patient currently remains hospitalized. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
This device remains with the patient and thus not returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited multiple inappropriate shocks. The device episodes were saved but it was not possible to retrieve some of the earlier episodes as they were overridden by the newer episodes. It was noted that the patient had collapsed, but it was not known if this was related to the device as the episodes were not able to be reviewed from the device. The patient currently remains hospitalized. Additional information noted that the patient passed away. The patient went into an incessant ventricular fibrillation/ventricular tachycardia and the patient was resuscitated and was in the intensive care unit for more then a month. Later the tachycardia therapy was switched off as the patients condition deteriorated. The device was not returned by the patients partner. It was confirmed that the patients death was not related to a device malfunction.